Event description:
It was reported via a medsun medwatch mandatory and volutary report that a plum 360 was found to have shut down unexpectedly, during patient use. The reporter stated, ¿patient was receiving a continuous insulin infusion for diabetic ketoacidosis via ICU medical plum 360 infusion pump. During a procedure, the pump shut off without any warning or alarm. They noticed the pump turning off immediately and no harm came to the patient. The pump had preventive maintenance 6 months prior, and the battery was not replaced.¿ the event occurred at the hospital user facility. There was no alarm sounded prior to powering off and an unknown pump on alternating current (ac) or direct current (dc) power. The device plugged into an outlet was unknown and the charge indicator lights up when the device was plugged into the outlet was unknown. It was unknown audible tones with the setting in low, high, or both and no tone or did the device make a sound, but it was difficult to hear, or abnormal sounding was unknown. The pump was tested on agiliti health and there was no device to sound a recognition beep when powered on. The pump settings where an insulin infusion was running so the rate varies. There was no patient harm reported

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.